Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for sheath distal tip torn and difficulty advancing the delivery system through the sheath were confirmed, based on evaluation of provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in product risk assessment (pra) and/or by other manufacturing-related factors being investigated in a CAPA. Additionally, patient or procedural factors-such as challenging anatomy or non-coaxial advancement angles (access vessels calcification and/ or tortuosity) - may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of an implant of a sapien 3 ultra resilia valve, in the aortic position via the transfemoral access. During the procedure, resistance was encountered when the delivery system reached the tip of the esheath+ and the distal tip of the esheath+ tore. After valve deployment, there was no difficulty withdrawing the delivery system through the sheath. No patient injury was reported, and the patient remained in stable condition. As per imagery evaluation, the esheath+ distal tip tear was confirmed. The torn tip remained attached to sheath shaft.